Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028, k013227. Fax number unknown / not provided.

Event description:
Doctor indicated allergic reaction. After implantation, the patient reported repeated dry itching and a distention feeling of the lower lip, which did not improve after taking allergy drugs. 3 implants-tooth site # 25-26-27.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. Two impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and one imp,tsv,4.1mm,sbm,8 (tsv4b8) were returned for investigation. Visual inspection of the as returned product identified signs of wear from use about the implant threads and drive feature. No pre-existing conditions were noted on the per. The reported implants were located on tooth sites 25-26-27 (universal) and used for approximately 2 months. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). DHR review was completed for the subject lot numbers 63771299 and 63708993. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization records (st3303 & st3255) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (63771299 and 63708993) for similar event and no other complaint was identified utilizing keyword(s) (allergic reaction). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (allergic reaction) or product (tsvb10 and tsv4b8). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.